Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. A 6fr used angioseal evolution devices were received at terumo medical corporation for product evaluation. The returned device was subjected to visual analysis where a blood like substance was found along the body of the device. No accessory components were returned. The compaction tube was completely exposed from the carrier tube assembly along with a small portion of the carrier tube assembly. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock positon with the color bands exposed. The button was partially soft. The collagen and suture were missing from the distal portion of the suture. The handles of the evolution were then separated with a flat head screwdriver to observe the gearbox assembly. The gearbox assembly was not in the complete distal position; there was a noticeable gap between the upper gear plate and the hex holes of the lower handle. The rack had been moved into the distal position with no portion of the rack visible proximal to the gearbox assembly. The rack and gear drive were appropriately mated and could be turned with little resistance experienced as expected. The gearbox assembly appeared to sit higher in the lower gear handle than was observed in a known good device. Due to the positioning of the rack no gross functional testing could be performed. The complaint could be confirmed for tamping issues based on the location of the gearbox assembly within the handles. An investigation has been initiated for the reported issue. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00097 and 2243441-2017-00099. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the physician stated that after setting the anchor when going to pull back on the handle that the tamper tube was not sliding down and that gear started to grind before the green marker was exposed. He felt as if he was pulling to hard, so he aborted and held manual pressure assuring hemostasis was achieved. It was reported that the patient condition was stable. It was reported the procedure outcome was successful. Additional information was received on august 6, 2017. There were no other devices used with the reported product.